Manufacturer narrative:
Continuation of d10: patient product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding external devices to an implantable neurostimulator (ins). It was reported that it was taking longer to charge the implant and pt said it took an hour. Pt said it used to take 10-20 minutes. The manufacturer's patient services specialist (pss) asked if this was because the ins charge was lower and that's why it took longer, but pt said they always charge at 50 percent and it took an hour to get up to 100 percent from 50 percent. Pt said this started happening the week before last week. Pt has already tried resetting controller which didn't fix the issue. Pt said the recharger was getting warm, and the cord was not damaged or frayed. Pt said the controller port looks darkened out where the pins are. The issue was not resolved. No symptoms were reported. Pt called back saying there was no battery pack in the controller. Pt referenced a previous case where they had the controller and recharger telemetry module (rtm) replaced and pt said a battery pack came with that controller. Pss reviewed controllers are sent without a battery pack unless a new battery is requested as well. Pt reiterated charging issues and thought they needed a new battery pack. Pss reviewed controller and rtm were the correct replacements based on pt's issue. No new information. Additional information was received from the pt. Pt called back and stated they began charging their ins at 40% at 8:10pm and finished charging at 10:53pm. Pt stated they received a replacement rtm and controller and their issues have not resolved. Pss confirmed that pt is using the replacement rtm. Pt requested a replacement battery pack. Pss reviewed that the battery pack does not have anything to do with charge duration of the ins and instructed pt to follow up with their hcp for further troubleshooting. Pt requested a call back from a manufacturer representative (rep). Additional information was received from a manufacturer representative (rep). It was reported that the rep had met with the patient (pt) and checked the recharge logs; there were no issues found other than sometimes charging at "good" rather than excellent which resulted in longer charge times. The rep stated that the pt will let them know if anything changes. There are no further actions planned.